Manufacturer narrative:
According to our experts, if all four screws slowly become loose, the collimator will become extremely shaky before it could fall down. Such occurrence is obvious and can be detected by a user during daily checkups. Further information was requested for investigation. A supplemental report will be submitted if additional results become available. (B)(6).

Event description:
It was reported that three fixing screws on the tube rotary flange of the mobilett mira max system were completely unscrewed. Only the fourth screw was screwed in with 3 or 4 threads. A potential for the collimator to fall down existed. There are no injuries attributed to this event. This event was reported in (B)(6).

Manufacturer narrative:
The requested photos were not available for investigation. It is assumed that some corrections on single tank mounting were performed and no new loctite was applied. The concerned screws have driloc (pre-applied loctite) as well as schnorr washers assembled on them. The design of the flange does not allow all four screws to completely come off if daily check is performed by the customer (xpr8-270.620.01.01.02, page 3 of 20). The investigation of the production line showed that the issue is not related to a design or production error. Moreover the work instructions and service documentation have been checked and no failure could be detected. The problem was already solved by siemens local service by fixing and securing the screws. The reported issue has not re-occurred since at the concerned customer site. The reported issue was re-evaluated and downgraded from adverse event to a non-reportable event. It was determined that no field safety corrective action is required. This report was filed september 16, 2016.